Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box verified a power interruption at the time of overheating. The black box verified temperature was steady with no sudden drop prior to the power on reset event. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with the customer's pump settings and no alarms, overheating, or power loss issues were duplicated. The pump electrical current draws were within specifications with no evidence of moisture in the battery compartment or internally. The power flex and components were inspected and no defects were found. The battery was not returned with the pump. The temperature issue was not able to be duplicated during investigation. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.